Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/22/2020. H.6. Investigation: a sample was received and tested under flow test. The leak has verified the customer's complaint of leakage. A device history record review for model 2420-0500 lot number 20033013 was performed. There was a quality issue with sets manufactured on this line at the time of assembly. Specifically perforation in the tubing where failure occurred. The root cause of this failure is a mechanical stress tear of the tubing above check valve during assembly process. CAPA#1531358 was initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20033013 regarding item #2426-0500

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: material no: 2420-0007, lot: 20033013. When this nurse was priming tubing for her upcoming case, she noticed the tubing was leaking and noticed IV fluids dripping out the side of the tubing. This did not make it to a patient because they prepare their fluids ahead of time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: material no: 2420-0007, lot: 20033013. When this nurse was priming tubing for her upcoming case, she noticed the tubing was leaking and noticed IV fluids dripping out the side of the tubing. This did not make it to a patient because they prepare their fluids ahead of time.